Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the bile duct for the treatment of cholangiolithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the stent could not be deployed. The procedure was completed using another flexima biliary stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent barb was torn. Please see block h10 for full investigation details. It was reported that the barb flap cover was not used to insert the device through the biopsy cap. However, the flexima biliary stent with delivery system instructions for use (IFU) states, "slide the outer orange sleeve over the most proximal stent barb to hold it down for stent insertion."

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6). Block h6: imdrf device code a0414 captures the reportable investigation finding of stent barb torn. Block h11: a flexima biliary stent and delivery system were returned for analysis. Visual examination of the returned device found the push catheter suture hole and stent barb torn, the guide catheter kinked, and the stent deployed. No other problems were noted to the stent and delivery system. Taking all available information into consideration, the investigation concluded that the reported event and observed damages were likely due to the physician not following the IFU during the procedure. It may be that not using the barb flap cover during insertion through the biopsy cap could have caused the stent barb torn, which limited the performance of the device and contributed to the reported event and observed damages. Therefore, the most probable cause is failure to follow instructions. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the barb flap cover was not used to insert the device through the biopsy cap. The IFU states "slide the outer orange sleeve over the most proximal stent barb to hold it down for stent insertion."